Event description:
It was reported that difficulty was encountered when trying to remove the epidural catheter from the patient. Several attempts were made after repositioning the patient, and on the final attempt, the catheter separated. A small portion of the catheter remained in the patient's back. The small piece of catheter remains in the patient's back, and a neurosurgery consult is scheduled to determine if it will be removed. There were no additional patient complications.